Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. However, hardware low level failures confirmed in the device history due to broken trace on keypad assembly. No damage on the retainer or reservoir compartment noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a hardware low level failures alarm. The customer¿s blood glucose level was 27 mmol/l. Customer stated that they had a plastic part has come off. It was reported that they had performed self-test and they had hardware low level failures alarm. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.